Manufacturer narrative:
(B)(4). Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Additional information received from a manufacturer representative reported the cause of the implantable neurostimulator (ins) being off could not be established. The patient had made previous suicide attempts. There had been no changes in the patient's medications. The patient was receiving effective therapy and seemed to be fine.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, product type: implantable neurostimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a patient implanted with deep brain stimulation (dbs) for depression, attempted suicide. The cause of the event was unknown. At a follow up session, the implantable neurostimulators (ins) were found to be off. It was not clear if the patient turned the inss off themselves or if they were turned off by their health care provider (hcp) to perform an electrocardiogram. The ins were successfully turned back on. The ins batteries were okay, they were able to be charged, and impedances were normal. The hcp decided to remove the patient controller from the patient. It was unknown if the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.